Event description:
It has been reported to philips that, system was not starting up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting because of defective suite pc. The engineer replaced the suite pc and returned the system to use in good working order. The codes were updated based on the investigation outcome.